Event description:
The customer reported that channel b was alarming constantly if the safety door was shut. There was no alarm if the safety door was open. The pump was not infusing anything at the time. Channel a was constantly alarming "kvo infusion complete" and then had unspecified issues with the safety door. The channels and pcu were removed from service. It was also reported that the pcu and channels were all making a noise that is not standard to what the staff was used to. Biomed replaced the iui connectors which were reported to be "defective" with no details of the defect provided.

Manufacturer narrative:
(B)(6) evaluation statement: the reported event of alarms related to safety clamp could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 track wise cannot be conducted. There was report of patient involvement.

Manufacturer narrative:
227575 evaluation statement: the reported event of alarms related to safety clamp could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 track wise cannot be conducted. CAPA reference: (B)(4). There was report of patient involvement.

Event description:
The customer reported that channel b was alarming constantly if the safety door was shut.  There was no alarm if the safety door was open.  The pump was not infusing anything at the time. Channel a was constantly alarming "kvo infusion complete" and then had unspecified issues with the safety door. The channels and pcu were removed from service. It was also reported that the pcu and channels were all making a noise that is not standard to what the staff was used to. Biomed replaced the iui connectors which were reported to be "defective" with no details of the defect provided.